Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 1 years and 5 months post-surgery. The patient experienced pain, adhesions, re-herniation, scarring, mesh migration.

Manufacturer narrative:
Additional info: a1, & g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, hernia recurrence, scarring, mesh migration, suffering, physical deformity, mesh failure, foreign body reaction to the mesh, abdominal pain, discomfort, mesh had contracted into a ball, defective device, mental anguish, disfigurement, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery, mesh removal, and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, hernia recurrence, scarring, mesh migration, suffering, physical deformity, mesh failure, foreign body reaction to the mesh, abdominal pain, discomfort, mesh had contracted into a ball, defective device, mental anguish, disfigurement, disability, impairment, loss of enjoyment of life, and severe attenuation. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, and medication.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.